Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous low blood glucose (bg) levels of 50 mg/dl and below. Bg was addressed with customer consuming carbs and at times the customer's husband helped administer carbs. Cause for bg was unknown; however, the customer's healthcare professional diagnosed the customer with hypoglycemia unawareness. Recommendation was made to consult with healthcare provider regarding diabetes management.